Manufacturer narrative:
Investigation summary: one sample was submitted for quality investigation. The customer complaint of component damage - leak was verified by visual inspection. Investigation of the sample revealed a large crack at the female luer adapter connector. A device history record review could not be performed because the lot number is unknown. The root cause for the crack seen in the luer adapter could not be fully determined based on the description of event by the customer. The probable root cause for the damage is that a large amount of force was used to connect luer adapter to its corresponding connector causing it to crack along the length of the adapter. Additionally, if luer connector was cleaned with an antiseptic prior to use, the material that luer is made from can weaken the strength of the luer body, making it easier to crack. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pca administration set experienced device damage while considered operable, and leakage. The following information was provided by the initial reporter: bd pca administration set was found by the bedside rn to be cracked at the port that was connected to a patient's tpn and intralipid line. There were no events that led up to the crack. No harm was reported to the patient. The line was replaced with no further problems.

Event description:
It was reported that the bd alaris¿ pca administration set experienced device damage while considered operable, and leakage. The following information was provided by the initial reporter: bd pca administration set was found by the bedside rn to be cracked at the port that was connected to a patient's tpn and intralipid line. There were no events that led up to the crack. No harm was reported to the patient. The line was replaced with no further problems.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.